Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has experienced ghost images in his near and distance vision. He also reported that letters are fuzzy. The consumer reported he is scheduled to have his iol exchanged. In a follow up, the consumer reported that he sought a second opinion. This surgeon instructed him to see a retinal specialist due to wrinkles and bumps being noted on his retina. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).